Event description:
"The catheter bounces back because of the plastic sheathing. There is very minium suction with the catheter, even when the cacuum pressure is increased. Increased number of mucus plugging and atelectasis. Plastic material for y adapter that connects to the et tube is too brittle especially when connected to high frequency ventilators. Plastic sheath gets lodged in catheter making it "difficult" to advance. Also the vacuum strength is very weak, leaving secretions in the tube after suctioning. Both of these issues "cause" the patient to remain in respiratory distress with the airway being obstructed for an extended amount of time. The window partially obstructed making it difficult to see what the characteristics of the secretions coming out." No report of "serious" injury / harm to patient or user. No report of indirect harm. No reported "requirement" for intervention to prevent "permanent" damage. No reported hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No death reported.